Manufacturer narrative:
The lot number was not provided and the complaint sample was not made available for evaluation. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined. (B)(4).

Event description:
It was reported by an eye care professional that a consumer used a year's supply of contact lenses and developed an ulcer in the right eye (od) last (B)(6) 2018. The ulcer was also resolved after five days. It was further stated that the consumer had regular eye checkups, changed her contact lenses daily, and had no other eye infections. Additional information has been requested but not received.